Manufacturer narrative:
H3, h6: initial corrective actions/preventive actions implemented by the manufacturer: the system was taken out of use as instructed by customer service advisory notification (csan) xp017/24/s which began distribution to affected customers on 07/02/2024. Siemens initiated recall res# 94948, which was submitted to the FDA on 07/05/2024 for potential problems with the support arm of select system ceiling displays or wall displays. Manufacturers preliminary analysis: the root cause for the issue has not yet been determined. The investigation is ongoing. The root cause will be communicated via res# 94948. Corrective and or preventative actions via resolution updates xp018/24/s and xp019/24/s. This system will be addressed. Siemens will not submit a supplemental report because the issue, and the complaint system status, will be addressed in res# 94948 reports to the FDA.

Event description:
Siemens healthineers was notified of an issue with the luminos agile max system. From a picture of a dome cover issue (unrelated to this complaint), provided by a siemens customer service engineer, it could not be determined if the mounting screw of the tube attachment of the display ceiling suspension is present or missing. Therefore, additional information was requested for clarification. From the information provided by the service engineer on (B)(6) 2024 it still cannot be excluded with certainty that the screw is missing. A potentially missing mounting screw is associated with siemens healthineers customer safety advisory notification xp017/24/s. This issue is being reported as a precaution. It is assumed that in a worst-case scenario, a serious injury could result if a person was located beneath the display monitor during adjustment, and it suddenly lowered. Injury could be sustained from the falling equipment.